Event description:
A peritoneal dialysis patient stated that the cycler had air detected in the cassette, and he noticed fluid inside the cassette door. There is no report of pt ill effect. There is no sample available for eval.